Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 409 mg/dl, 279 mg/dl, 173 mg/dl, and 177 mg/dl. Readings of 409 mg/dl and 279 mg/dl were taken with strip lot number 207255. Readings of 173 mg/dl and 177 mg/dl were taken with strip lot number 20726741. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).